Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, st elevation due to air embolism was observed after transseptal puncture, while geometry was being created with the catheter, prior to initiation of pulsed field ablation. A vasodilator medication was administered and air was flushed distally into the peripheral vasculature. The st elevation improved and the case was completed. Residual microbubbles were confirmed in the saline line used for irrigation, which was reportedly due to insufficient air removal during priming. This was considered to be the direct cause of the event. No issues were identified with the setup or handling of the sheath or catheter. No further patient complications have been reported as a result of this event.